Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the reamer snapped during drilling. Item was discarded. No patient injury was reported. Back-up device not available.